Manufacturer narrative:
Device analysis reports attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report.